Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system was not charging, with the indicator briefly lighting green then turning off and no signal transmission, and the user could intermittently restore function only by bending the cord at an angle and securing it with a book; this aligns with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a charging malfunction of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.